Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. Serial number unknown. Reporter phone number invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a valve position error. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08jan19, date rec¿d by MFR : 07jan19, received serial number, (B)(4). Philips field service engineer (fse) confirmed the reported issue. The fse reseated the blower motor controller board cable, reset the blower assembly, and cleaned the filter. All testes passes after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.